Event description:
It was reported that the patient was implanted on (B)(6) 2013 and that her implantable neurostimulator (ins) didn¿t work for weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).